Event description:
A report was received that the patient was experiencing high impedances. The patient underwent a revision procedure wherein the lead and lead splitter were explanted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing high impedances. The patient underwent a revision procedure wherein the lead and lead splitter were explanted. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing high impedances. The patient underwent a revision procedure wherein the lead and lead splitter were explanted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that it was believed that the contact was out making everything faulty but after replacement, everything was fine. The contact was broken.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead, kit-50 cm, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.